Event description:
It was reported that there was positioning difficulty of the lead due to patient's small atrium. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed no anomalies. There was blood/body fluid on the proximal conductor (not obstructed)and in/on the helix/lobe mechanism. The outer insulation was breached cut and there was apparent explant damage.